Event description:
Physician was removing an on-q pain pump with marcaine and tubing would not pull out for the nurse and the catheter broke off. Physician felt some of the tubing was still left inside of the pt. Pt was sent for abdomen x-ray. X-ray did not show any of the catheter.

Manufacturer narrative:
The device involved in this complaint was discarded at the facility. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that one catheter broke while being removed and a small portion of the catheter may have been left inside the pt. Based on this info, the technique used in the removal of the catheter caused the reported incident. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks. If add'l info is received pertinent to this incident, a follow-up report will be submitted.